Event description:
Medtronic minimed pump 518 paradigm pump. The following letter was sent to medtronic minimed. To go over the issues I have been having with the latest replacement pump, I initially called mid/late october to resolve the issue of priming it. I have constantly been getting a no delivery message. I have to manually prime it part way by pushing the insulin through the tubing from the cartridge. At that point I can usually get the pump to accept the cartridge and pump or prime the insulin properly. In doing this I have used up a lot of insulin manually priming the tubing. In addition, there were times that I would have a cartridge in the pump for several days, and when bolusing medicine for a meal or high blood sugar, it would give me a no delivery message again. This is a concern as the pump was working just fine with the same cartridge, then all of a sudden giving me this message. The latest issue is that of unusually high blood sugar readings over the last week. I have "troubleshooted" by changing the infusion set, and site, changing to a new battery, and changing the cartridge. There still seems to be a high readings pattern. I have manually injected insulin when I can't seem to get my readings to go down. With all this being said, I wanted you to know I think that the sensor has an issue or something along those lines with the pump. I know I have had 2 replacement pumps for the same reasons in the past 3 years or so -priming issues- last 2 pumps did not even recognize there was a cartridge loaded and emptied several of them. I know technology with pumps is relatively new. I thank god and minimed for my pump. I also realize that issues can arise from new technology. I just wanted you to be aware of those issues. Maybe this information can help perfect pump technology. To the FDA: in completing this form, I have used a minimed pump for about 3 to 4 years. I have used a total of 3, with the upcoming replacement being the 4th. The reason for having all these pumps were issues with them; they are all replacements for a previous malfunctioning pump. The current pump (3rd) I have only had since about march (I think), I know earlier this year 2006-which is in the process of being replaced again with a 4th.